Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0uem0, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) reported that there was an impedance issue. It was reported that the patient denies any issues such as falling that may have led or contributed to the issue. Actions or interventions that were taken to resolve the issue was that the system was explanted on the day of report and the patient would be re-implanted two weeks later. The issue was resolved at the time of the report. A surgical intervention occurred as the patient presented with impedance on all electrode combinations. The patient denied falling or any accident/bump which could cause an issue. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further patient complications have been reported as a result of this event.